Manufacturer narrative:
(B)(4). PMA/510k: pentax video colonoscope model ec38-i10cf2 is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
On 18feb2019 pentax medical (B)(4) reported a complaint stating a demo video colonoscope was found to be contaminated before shipment to the customer involving pentax medical video colonoscope model ec38-i10cf, serial number (B)(4). The operating channel, water/jet channel, air channel and aspiration channels were sampled before shipment on (B)(6) 2019. The sample results are as follows: cfu (colony-forming units): channel operator < 1cfu, suction channel < 1cfu, air/water channel 55 cfu staphylococcus coag negative, water jet channel <1cfu. Microbiological quality of the device: 55cfu/endoscope. The colonoscope was subsequently reprocessed and the operating channel, water/jet channel, air channel and aspiration. Channels were sampled by pentax (B)(4) on 20feb2019. The sample results are as follows: channel operator 1cfu staphylococcus coag negative, suction channel 1cfu staphylococcus coag negative, air/water channel <1cfu, water jet channel <1cfu. Microbiological quality of the device: 2cfu/endoscope. Although in this case there is not a risk of physical injury or discomfort because the device is pre-tested prior to reprocessing and use, not all facilities may perform pre-testing and run a risk of contamination which is likely to cause or contribute to injury.